Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with the insulin pump. It was reported that the pump had cracks and a scratched screen, the backlight was still bright, the pump rejected a new battery, slow or loud during rewind, and grinding noises. It was also reported that the buttons were hard to press, less responsive, and sticky. The customer also received random no-insulin delivery alerts and unspecified pump error alarms. The customer reported no adverse event. The event involved product(s) mmt-244a, mmt-1715kl, mmt-332a. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-244a. No product return is required for mmt-1715kl. No product return is required for mmt-332a.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. All buttons function properly. Successfully downloaded history files and traces using thump. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 05:33:28.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. No unexpected rewind anomaly noted. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. No failed battery alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay texture damage, minor scratched lcd display window, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and broken belt clip rails. Alleged insulin flow block alarms not confirmed during testing. Alarm unspecified was not observed during testing. Alarm unspecified not confirmed. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged cosmetic damage confirmed where minor scratched lcd display window, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.